Event description:
The customer reported unit shuts down and has no ac charge light. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported unit shuts down and has no ac charge light. There was no reported patient involvement. The ac power module was not available for evaluation. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where the unit shuts down and has no ac charge light.